Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: on the complaint submission form, the question of "is it an adverse event" is checked "yes". Can you please clarify what was done to address the issue of the reload where "there was no effective stapling of the beginning and end of the load"? Was there any patient consequence as a result of the event? If yes, please describe with further detail what occurred to make this an adverse event.

Event description:
It was reported that the load had loose clips and the trigger of the stapler was "loose". Medical report: during a segmental enterectomy procedure, when we made a laterolateral anastomosis with the aid of a 75 mm linear cutter, we noticed that before firing the load, it had loose clips and the trigger of the stapler was "loose". We changed the load for a new one and when firing the same, there was no effective stapling of the beginning and end of the load (cutting occurred without stapling). We then noticed that the defect was in the stapler. When using new stapler, there was adequate stapling of the fabric. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # p56r2r. Device evaluation: the analysis results found that the tlc75 device was received with no apparent damage and with a cartridge reload loaded on the device. The reload was received fully fired and with no apparent damaged. In addition another tcr75 reload (b) was received with the 3 most proximal drivers up, and the swing tab in the unlocked position. The device was tested for functionality with the returned reload (b). The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. It should also be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.